Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The fresenius field service technician (fst) who performed the onsite evaluation determined that there were no operational issues with the machine that would have caused or contributed to the reported issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this unknown patient utilizing a 2008t hemodialysis system for renal replacement therapy (rrt) expired while undergoing outpatient hd therapy (date not provided). No additional information regarding the event was provided. Following the serious adverse events, a fresenius field service technician (fst) was called onsite to evaluate the 2008t hemodialysis system on (B)(6) 2025. A visual inspection of the machine¿s hydraulics and electronics did not raise any concerns. The devices¿ hydraulic pressures were reviewed, and it was discovered the ultrafiltration (uf) pump measured at 0.88 cc (allowable limits = 0.9¿1.1 cc) and required recalibration to 1.0 cc. The fst reported the out-of-range result (0.02 cc), would not have caused operational issues. Additionally, the flow was recorded at 34.4 and was recalibrated to 35.6 (allowable limits = 35¿36 psi). Again however, the fst stated the slightly out of range result ¿would not have caused a problem.¿ the remaining functional compliance testing results were all within the manufacturers¿ specifications, and a simulated treatment was completed without incident. Following the completion of the post-event functional compliance testing, the 2008t hemodialysis system was returned to service.

Event description:
It was reported to fresenius that this unknown patient utilizing a 2008t hemodialysis system for renal replacement therapy (rrt) expired while undergoing outpatient hd therapy (date not provided). No additional information regarding the event was provided. Following the serious adverse events, a fresenius field service technician (fst) was called onsite to evaluate the 2008t hemodialysis system on (B)(6) 2025. A visual inspection of the machine¿s hydraulics and electronics did not raise any concerns. The devices¿ hydraulic pressures were reviewed, and it was discovered the ultrafiltration (uf) pump measured at 0.88 cc (allowable limits = 0.9¿1.1 cc) and required recalibration to 1.0 cc. The fst reported the out-of-range result (0.02 cc), would not have caused operational issues. Additionally, the flow was recorded at 34.4 and was recalibrated to 35.6 (allowable limits = 35¿36 psi). Again however, the fst stated the slightly out of range result ¿would not have caused a problem.¿ the remaining functional compliance testing results were all within the manufacturers¿ specifications, and a simulated treatment was completed without incident. Following the completion of the post-event functional compliance testing, the 2008t hemodialysis system was returned to service.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing a 2008t hemodialysis system and the serious adverse event of death, as the patient was actively undergoing treatment when the serious adverse event occurred. The definitive etiology of the serious adverse event is unknown; therefore, causality cannot be established. It should be noted that limited follow-up precluded a more comprehensive medical assessment. The bio-medical technician stated during follow-up that the serious adverse events were unrelated to a fresenius device(s) and/or product(s) malfunction or deficiency, however this could not be substantiated without further clinical follow-up. The end stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information available, the 2008t hemodialysis system cannot be disassociated from having a possible contributory role in the serious adverse events. There is currently no allegation that a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. However, given the patient was actively undergoing hd therapy when the serious adverse events occurred, the lack of clinical follow-up, no treatment record, and the recalibrations required during post event functional compliance testing, this clinical investigation cannot disassociate the 2008t hemodialysis system from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.